Event description:
Drive medical has received an attorney's letter alleging that the plaintiff sustained a severe cut, allegedly by a sharp piece of metal on the rollator distributed by drive medical. It is alleged that the plaintiff had to receive wound-care treatment and undergo a skin graft to her upper thigh region as a consequence of the event. This MDR report is based on the attorney's letter.